Manufacturer narrative:
The cause for the discordant advia centaur xp hiv ag/ab combo (chiv) results is unknown. Siemens is investigating. The instruction for use (IFU) under the limitations section states the following: "the calculated values for anti-hiv and/or p24 antigen in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level and/or p24 antigen cannot be correlated to an endpoint titer." "Currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." "The performance of the assay has not been established for populations of infants or children." MDR 1219913-2018-00209 was filed for a (B)(6) result (same patient) when retested on an alternate advia centaur xp system. MDR 1219913-2018-00210 was filed for a (B)(6) repeat result (same patient) on (B)(6) 2018.

Event description:
(B)(6) advia centaur xp hiv ag/ab combo (chiv) results were obtained on a patient (baby), and the initial reported result was questioned by the physician. The baby was born from a (B)(6) mother (B)(6). Repeat testing was performed on an alternate advia centaur xp system, the original advia centaur xp system, and the results were (B)(6). The patient sample was tested on three alternate (B)(6) methods with (B)(6) results. A corrected report was issued by the customer. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp chiv results. MDR 1219913-2018-00209 was filed for a (B)(6) result (same patient) when retested on an alternate advia centaur xp system. MDR 1219913-2018-00210 was filed for a (B)(6) repeat result (same patient) on (B)(6) 2018.

Manufacturer narrative:
09/21/2017 additional information: based on the information provided, the false non-reactive (negative) advia centaur xp hiv ag/ab combo (chiv) patient result could be a case of utero transmission of maternal antibodies that are cleared over time. It is assumed that 18 months is the time needed for clearance of the maternal antibodies in the case of hiv. The sample obtained is from a pediatric sample that is approximately 10 months of age. The instruction for use (IFU) under the limitations section states the following: "the performance of the assay has not been established for populations of infants or children." "The calculated values for anti-hiv and/or p24 antigen in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level and/or p24 antigen cannot be correlated to an endpoint titer." "Currently available assays for the detection of p24 antigen and/or antibodies to hiv-1 and/or hiv-2 may not detect all infected individuals. A negative test result does not exclude the possibility of exposure to or infection with hiv. Hiv antibodies and/or p24 antigen may be undetectable in some stages of the infection and in some clinical conditions." MDR 1219913-2018-00209 was filed for a false negative result (same patient) when retested on an alternate advia centaur xp system, and MDR 1219913-2018-00209 supplemental report 1 was filed for additional information. MDR 1219913-2018-00210 was filed for a false negative repeat result (same patient) on (B)(6) 2018, and MDR 1219913-2018-00210 supplemental report 1 was filed for additional information. The instrument is performing within specification. No further evaluation of the device is required.